Event description:
It was reported that during use if the catheter, communication between the lumens took place, so that fluid infused through one lumen, came back through the other. The user believes that this contributed to a period of low cardiac output and may have had a role in subsequent pancreatitis and possible sepsis. The pt's prognosis remains guarded.

Event description:
It was reported that during use if the catheter, communication between the lumens took place, so that fluid infused through one lumen, came back through the other. The user believes that this contributed to a period of low cardiac output and may have a role in subsequent pancreatitis and possible sepsis. The pt's prognosis remains guarded.